Event description:
It was reported that the external pulse generator (epg) was functioning poorly and the sensitivity was out of specification low for undersensing. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device could not be calibrated. As a result the main printed circuit board (pcb) was replaced. (B)(4).